Event description:
The pump motor stalled in 2008 at 02:45; it recovered the same day at 12:12; then stalled again later in the day at 17:46; it recovered the following morning at 03:47;then a third stall occurred at 04:59 and no recovery was noted. The patient did not have any symptoms. It was recommended that the nurse contact the patient's managing physician regarding the event and for options if symptoms should occur. The nurse stated she planned to revisit the patient the next day and recheck the logs. The pump was used to deliver dilaudid, bupivacaine and clonidine. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.